Manufacturer narrative:
As reported, the patient was diagnosed with a hematoseroma post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course as causal in relation to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Seroma and hematoma are known inherent risks of surgery and are listed in the adverse reactions section of instructions-for-use, supplied with the device as possible complications. Review of the manufacturing records shows this lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial dvl-he-018: the subject patient with a history of partial colectomy, anastomosis insufficiency, ostomy post descendo sigmoid adenocarcinoma underwent resection of anastomosis stenosis and open ileostomy reversal relaparotomy on (B)(6) 2023 with implant of phasix mesh. The mesh was trimmed, placed in onlay fashion and fixated using sutures. The patient was discharged from the hospital on 26-oct-2023. It was reported that the patient felt bloated and presented to the hospital on (B)(6) 2023. Noted a large hematoseroma (10x4x25 cm) in the anterior abdominal wall during CT-abdomen on 02-nov-2023. As reported, the patient underwent aspiration of 700 ml of serous fluid on 03-nov-2023 and 200 ml on 07-nov-2023 by abdomen sonography. The reported adverse event (hematoseroma) has been assessed per clinician as causal relationship to the study device and possibly related to the procedure. The ae has been assessed as mild in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).